Event description:
It was reported that during a lap hysterectomy procedure, while activation on tissue the device stopped cutting and coagulating and then it was noticed that the blade tip had broke off. It was also noted that the generator did not display any error codes and continued to discharge energy to the device, which concerned the surgeon. The blade tip was retrieved from the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient reported. It is not clear if the device will be returning, as risk management is holding it at this time.

Manufacturer narrative:
(B)(4). Retained by risk management. Should the information be provided later, a supplemental medwatch will be sent.